Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece had already been sent to the MFR for repair. While checking it for functionality upon receipt, the handpiece still didn't function. It made a beeping sound only. No additional clinical info was received prior to this report.